Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all relevant information. Additionally, 10 unused sterile representative sample devices, (2 from lot# 030026h and 8 from lot# 050336h) are returning for evaluation; however, not yet received. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
(B)(4). Difficulty in removing the device can be affected by numerous factors including, but not limited to, a manufacturing issues, user technique and patient anatomical conditions. All devices are visually tested. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. No relevant information concerning user technique, or the patients anatomical condition that may have contributed to this event was provided. As there was limited reported information with respect to case circumstances, a conclusive cause for the reported difficulty in removing the device cannot be determined. The product was not returned for analysis, which may have assisted in the investigation. A review of the complaint handling database for lot 040066h did not reveal any related incidents for difficult to remove device. Based on the investigation findings, the devices performed according to specifications and a cause related to these devices could not be determined. No manufacturing or quality deficiency was detected. A query of the database for this lot revealed no other similar incidents. There does not appear to be any indication of a lot specific product quality deficiency. A review of the finished device lot history record did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. There were a total of ten sterile unused devices returned for analysis based on the used devices reported experience. Two of the devices were from lot 030026h. They were functionally tested and the devices operated according to specification. There was no product quality deficiency. No manufacturing or quality inspection deficiency were detected. Additionally, there were eight other unused sterile starclose se devices from lot 050336h which were functionally tested. The results of all eight met the manufacturing criteria. All deployment steps were successful, closure was achieved on tissue model, and access ports were successfully utilized to unlock the thumb advancer. There were no abnormal observations that could possibly result in difficult device removal after the clip deployment as reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se device after an interventional procedure which used a 6f sheath. Reportedly, after the clip was deployed, there was difficulty while removing the device from the anatomy. Per the instructions for use, the access ports and safety release were used and the device was removed. Hemostasis was achieved with the clip and applying manual arterial compression. There was no reported adverse patient sequela. It was reported that the physician was trained in the use of the device. Though requested, additional information was not provided.